Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration data on the date of the event was requested but not provided. The customer's qc was acceptable. The investigation did not identify any abnormalities within the system's alarm trace. The field service engineer completed system adjustments. He performed precision testing with ok results. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. The patient's first sample was collected at 03:11, and the initial na result was reported to the patient's physician. The patient's sample was auto-repeated by the analyzer and the customer performed additional testing on a different cobas 6000 c (501) module. During the repeat measurements, the patient's physician requested a new sample to be collected. At 03:59, the patient's initial na result was 168 mmol/l with a data flag. The patient's na result by auto-repeat was 136 mmol/l. The patient's na result on a different cobas 6000 c (501) module was 135 mmol/l. The customer determined the repeat na results were correct. The na electrode lot number was i2908 with an expiration date requested but not provided.